Event description:
Information was received indicating that during use, the event log of a smiths medical cadd legacy plus pump showed that pump lost while pump was on alarm recorded in history. No patient consequences were reported. No adverse effects were reported.